Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('persistent pelvic infections') and pelvic pain ('pelvic/abdominal pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pelvic/abdominal pain"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic infection had resolved and the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, pelvic infection and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: injury nos was replaced with new events- persistent pelvic infections, pelvic pain, abdominal pain, plaintiff did not undergo confirmation test. Date of removal and patients dob were added. Date of insertion was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.